Manufacturer narrative:
The device involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
On (B)(6) 2018, endologix was informed of a patient with an endoleak type 1a on the main body of the previous afx implant. Implant date of (B)(6) 2016. Physician is scheduling to correct the issue with a vela aortic extension on (B)(6) 2018.

Event description:
A secondary intervention has been performed on (B)(6) 2018 with good result. Condition of patient was good.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. Clinical was able to confirm the type 1a endoleak and the secondary procedure that was performed on (B)(6) 2018. In addition, clinical also noted patient had a sac growth from review of the CT images. The most likely cause of the proximal loss of seal could not be determined, however there was unprotected neck of 13mm that was noted at 17 months which could have contributed to this event. It was reported, that the patient was in stable condition post secondary endovascular procedure. To date there has been no reports of further negative patient sequalae. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.